Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device leaking air was not confirmed. However, during evaluation, it was determined that the device failed cutter lock verification and the locking pawls and locking components were worn out preventing the device from locking the cutter. It was determined that this was due to trying to run the device in the safe or load position which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was leaking air. During in-house engineering evaluation, it was determined that the device failed the cutter lock verification, and the pawls and locking components were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.